Manufacturer narrative:
Analyisi perfromed by 3d printed guide project manager: our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly. We reprinted the guides and bone models and we checked the fitting and it conformed. We also spoke with the surgeon and he too confirmed that the fitting was ok and that he found it difficult because it was a complicated case due to the patient's morphology.

Event description:
During the primary spine surgery, the myspine guides did not fit properly on the vertebrae after dissection. The surgeon used a bridge guide at l4 was able to use the myspine guides but had to use fluoroscopy at l5. There was a 1 hour and 30 minute delay due to guides issue and additional anesthesia was administered. The surgery was completed successfully. Total surgery time: 3.5 to 4 hours.